Event description:
It was reported that a patient experienced a myocardial infarction coincident with peritoneal dialysis therapy, and the patient subsequently passed away. The patient was hospitalized for myocardial infarction. Treatment details and cause of the event were not unknown. The patient did not recover from the event and passed away one day later while still hospitalized. The cause of death was reported as myocardial infarction. An autopsy was not performed. It was unknown if therapy was ongoing in the hospital prior to death; however, the patient was not performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed with no abnormalities noted. There was no evidence of fluid or moisture found within the device. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The cycler remote toolbox was used to analyze the device pneumatic system and it revealed no leak and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.